Event description:
Patient-self tester reports inconsistent results with the protime microcoagulation system. Patient performed multiple tests at home with his protime instrument and generated results of 5.8, 3.3, and 4.9 inr. Patient visited his physician's office to confirm his inr. A re-test performed on the physician's protime instrument generated a result of 3.5 inr, which was within the patient's therapeutic range. Physician did not change the patient's coumadin dosage based on the result. Patient's therapeutic range: 2.5 - 3.5 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot number was not provided by the customer. No ncmrs identified for this instrument. Itc has requested all data required for form 3500a.